Manufacturer narrative:
No serious injury occurred and no known impact or consequence to the technician involved. However, nidek incorporated considers this issue a reportable event as the device had malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek hired third party (B)(4) to perform the correction as per recall (z-1245-2016). At this time, device evaluation anticipated but has not begun. Therefore, a follow-up will be submitted once the evaluation is completed.

Event description:
On may 30, 2017, during a recall process, nidek inc. Recall coordinator received information from a customer that the near point rod of rt-5100 serial #(B)(4)had hit her in the head on multiple occasions but claimed that it was not a big deal, other than the inconvenience and stated that since no serious injuries from incident, medical treatment/intervention was unnecessary.